Event description:
It was reported by the customer's mother that the customer had a high blood glucose level of 400 mg/dl. Customer had to change her site and it was reported that the high blood glucose levels have been recurring. Customer has to keep changing out infusion sets every time. Customer has symptoms of high blood glucose levels such as nausea, weakness, passing out, feeling dizzy, vomiting, and pain in the eyes. Customer has a back-up plan of syringes. Troubleshooting was performed. Customer did not have a tubing clamp and will be shipped one. Customer will need to call back to continue troubleshooting. Customer was advised to change the entire set, insulin, and reservoir. Cannula was not occluded. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.